Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer provided the full disclosure log for review. The customer's report was observed during the review of logs. The logs showed that the device had difficulty gaining capture due to a lead fault state. The event log did show that once all the criteria was met, the device was able to pace effectively. The root cause could not be firmly established using the full disclosure log alone. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.